Event description:
It was reported that the during an afib procedure a patient injury occurred. Following isolation of the rspv the physician had some difficulty accessing the ripv. While the catheters were being manipulated, it was noticed that the patient was hypotensive. Ultrasound showed fluid in the pericardial space. A pericardiocentesis was performed and approximately 2 liters of fluid was removed. The patient was transferred to the or. The patient was reported as stable at the time of the call. The catheters were disposed of prior to the call being made.

Manufacturer narrative:
The additional information from customer (affiliate): the event was life threatening and damage was considered severe. Small perforation located at the roof of the left atrium. Following normal double transeptal procedure of a d/f nav thermocool catheter and 2515 nav lasso catheter, the ep made a complete ablation line around the right superior pulmonary vein (rspv). Once the entry and exit block was determined in the rspv, the ep attempted to reposition the lasso catheter into the right inferior pulmonary vein. After unsuccessful attempts, it was noted that the patient's blood pressure had dropped slightly. The ep and staff determined that the amount of fluid being drawn out of the pericardial space was not slowing. It was determined that measures needed to be taken to seal a suspected perforation in the left atrium. The outcome of the adverse event was improved. The prognosis for the patient expects a full recovery. The causality of adverse event was procedure related. The physician/customer does not consider the event's causality was due to any malfunction of bwi product(s). The procedure was paroxysmal afib. The concomitant devices: webster duo-decapolar electrophysiology catheter: us catalog # d728260rt, lot # 15206241m (disposed). Soundstar 3d 10f-90: us catalog # sndstr10, lot # unknown (disposed). Stockert 70 system: us catalog # s7001, (B)(4). Carto 3 system: us catalog # fg540000, (B)(4). Cool flow pump, u.s. Ship kit: us catalog # cfp002, (B)(4). C3 nav variable lasso: us catalog # ln222515ct, lot # 15433875l (disposed). (B)(4).